Event description:
During an infusion of propofolin (100 ml) at 40 ml/hr, an unknown amount of air infused into the patient when the solution container emptied. The pump did alarm when the vtbi amount reached 0. However, the pump did not alarm for air. The patient was monitored closely and there was no sequalae. The infusion pump was removed from patient use.